Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they had inadvertently touched a few buttons and their settings got screwed up. Patient reported they were advised on how to get back to original settings and all is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Caller reports last night he programmed himself into MRI mode and was able to exit out of MRI mode. Caller reports today he is not feeling any stimulation. Caller reports he is usually on group b with intensity of 2.9ma. Caller reports he would feel something with that intensity, but he is not feeling any stimulation. Caller confirmed stimulation is on. Caller denies of anything unusual that happened. Redirect caller to patient's healthcare provider (hcp).